Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The instrument performance was checked. During maintenance, it was found the sippers were dripping and causing contamination between the procell and clean cell. Precision testing was performed and was acceptable. On (B)(6)2025 during the service visit, the involved patient sample was repeated three times with results of 813.6 miu/ml, 802.2 miu/ml, and 803 miu/ml. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+b test system result from the cobas 6000 e601 module. The initial result was 0.825 miu/ml. The repeat result was 781 miu/ml.

Manufacturer narrative:
Medwatch field d4 expiration date was updated. Due to the limited information about the issue, no clear root cause could be determined. The investigation did not identify a specific product problem. A general reagent problem was not present, because the qc prior to the event was within ranges.